Event description:
On (B)(6) 2014, the patient was being treated for a massive descending aneurysm, and was implanted with three conformable gore® tag® thoracic endoprostheses. The initial course of the device was from the left subclavian artery, down posterior aspect of the aneurysm sac. The most proximal conformable gore® tag® thoracic endoprosthesis was placed on the outside of the immediate distal device, and two gore® viabahn® endoprostheses with heparin bioactive surface were sandwiched into the proximal conformable gore® tag® thoracic endoprosthesis to create flow to the left renal and sma. A third conformable gore® tag® thoracic endoprosthesis was placed at the most distal end of the ctag devices to exclude the aneurysm. It was reported on (B)(6) 2014, the devices had migrated distally (6-7 cm) from their place of implant. It was reported the patient had specific extreme anatomy that was a major contributing factor to the migration. The physician implanted an additional conformable gore® tag® thoracic endoprosthesis proximally to the existing devices. Immediately after the procedure the patient's platelet count dropped quickly from 275k to 25 to 30k. It was reported this was most likely related to the patient's disseminated intravascular coagulation (dic) and consumptive coagulopathy due to the post-implant process and the massive aneurysm. On (B)(6) 2014, the patient expired due to mesenteric ischemia. The day before the patient expired computed tomography (CT) was performed and showed pneumatosis within bowel loops and apparent clot at the confluence of splenic, superior mesenteric and portal veins.

Manufacturer narrative:
Concomitant medical products: gore® viabahn® endoprosthesis with heparin bioactive surface. Additional ctag® devices included in this report: tgu282815/12346638, tgu282815/11588086, tgu343410/12789706.

Event description:
On (B)(6) 2014, the patient was being treated for a massive descending aneurysm, and was implanted with two conformable gore® tag® thoracic endoprostheses. The initial course of the device was from the left subclavian down posterior aspect of the aneurysm sac. Two conformable gore® tag® thoracic endoprostheses were sandwiched together to exclude the aneurysm. It was reported on (B)(6) 2014, it was found that the "sandwiched" devices had migrated distally from their place of implant. It was reported the patient had specific extreme anatomy that was a major contributing factor to the migration. The physician implanted two additional conformable gore® tag® thoracic endoprostheses proximally to the existing devices, in the same "sandwiched" formation. In addition, the physician implanted gore® viabahn® endoprosthesis with heparin bioactive surface into the left renal artery and the superior mesenteric artery, as those arteries were covered by the conformable gore® tag® thoracic endoprostheses that migrated distally. Immediately after the procedure the patient's platelet count dropped precipitously from 275k to 25 to 30k. It was reported this was most likely related to the patient's disseminated intravascular coagulation (dic) and consumptive coagulopathy due to the post-implant process and the massive aneurysm. On (B)(6) 2014, the patient expired due to mesenteric ischemia. The day before the patient expired computed tomography (CT) was performed and showed pneumatosis within bowel loops and apparent clot at the confluence of splenic, superior mesenteric and portal veins.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g., device infolding, excessive device compression, endoleak, wire fracture, migration).